Manufacturer narrative:
Received via medwatch report number (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy of bumex (infusion parameters unknown) in the emergency room. The nurse noticed the pump had completed the infusion yet there was still drug in the bag. She reset the volume to be infused and the same thing happened. The infusion finally completed on the third attempt. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.